Manufacturer narrative:
(B)(6). One fast-fix 360 curved needle delivery systems was returned for evaluation. Visual assessment of the device confirmed the needle is dramatically bent. Per the device IFU under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ no further investigation is warranted at this time. (B)(4).

Event description:
It was reported that during a meniscus repair procedure using fast-fix 360 curved ndl delivery system it was impossible to deploy the second implant; it was all stuck in the needle. There was a procedural delay of 5 minutes. The procedure was completed using a back-up device.